Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the procedure, the right ventricle lead (rv) was difficult to position. After several attempts to position the lead, the physician could not find a stable position. Additionally, the sensing values were not stable, and there were issues with the helix not being able to move. Therefore, the lead was exchanged for a new one of a different model to complete the procedure. No adverse effects were reported. The attempted lead will not be returned for analysis as it was thrown out.